Event description:
It was reported that the pump of this inflatable penile prosthesis ipp was not functioning. The physician confirmed, through ultrasound and other examinations, that there was no fluid in the reservoir. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning. The physician confirmed, through ultrasound and other examinations, that there was no fluid in the reservoir. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cylinders is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning. The physician confirmed, through ultrasound and other examinations, that there was no fluid in the reservoir. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for cylinders is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed contamination (bodily fluid) within the ms pump, and leakage testing showed the ms pump only pumped water in/out through the reservoir kink resistant tubing (krt). Further microscopical inspection indicated both cylinders had a hole in the proximal end caused by a sharp instrument, exhibited wear at folds in the proximal and middle sections, and had leaks at the proximal end from sharp instrument damage. The flat reservoir was found to have a hole and wear at a fold in the shell, along with a leak at the corner of a fold in the reservoir shell. Based on the available information and analysis results, the allegation of fluid leak was most likely due to a leak at the corner of a fold in the reservoir shell; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.